Event description:
Philips received a complaint by the customer on the v60 indicating that a 1122 "blower temperature high" alarm error occurred during a regular inspection in the medical exam room. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was replaced with the same model. There was no reported delay in therapy or medical intervention. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse replaced the motor controller (mc) printed circuit board assembly (pcba), cleaned the device, performed testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.